Event description:
It was reported, "we use to receive the part in palette form with a shrink wrap over it. Now we are getting the boxes in the individual packing which has resulted in damage of part and liquid bottle leaked in transit."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.